Event description:
It was reported that when making the second penetration and pushing the ring down to deploy the second anchor, the fast-fix device goes down without resistance and doesn¿t deploy the second anchor. 5 min of delay. No patient injuries were reported.

Manufacturer narrative:
No ts or suture remain on the needles or were returned for examination. Visual assessment of the device shows the needle is dramatically bent. The actuator is in its post t2 deployment position. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Further investigation is not warranted at this time.